Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an occasional b30(scope communication error) due to scratches on the light guide plug. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.